Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that customer had several issues with insulin pump. It was reported that insulin pump had problems with battery longevity, battery compartment was cracked and buttons were responding intermittently. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.